Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Review of the pump history could not confirm the alert, however customer continued to allege that the sensor expired prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue.